Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wants to override the bolus amount value after entering carbohydrates and blood glucose (bg) values. Reportedly, the customer enters correct carbohydrate and blood glucose (bg) values, but feels that the requested bolus amounts are incorrect. The customer feels that the equations are estimates and that the carbohydrate "estimate" might be incorrect. The customer stated that for certain foods, they know that the bolus value is not correct and that they need to take more insulin. Review of pump data or troubleshooting was unable to be performed as the customer became upset and ended the call. There was no reported impact to the customer's bg level.